Event description:
The following information was provided: this pi is for the impending revision after failed open reduction. Per pss case left total scapula with dislocation. Surgery performed in 2008. Likely needs new polyethylene. The patient had a diagnosis of sarcoma and underwent a resection with a total scapula and proximal humerus reconstruction in 2008. Dislocation in 2024. Underwent open reduction which was unsuccessful. Prosthesis was made by howmedica per patient. Pss team suggested polyethylene insert for bipolar component may need to be exchanged. Additional information from field: implant was a custom scapula that I guess was implanted in the 2007-8 range. The custom scapula and humeral component have dislocated. We hypothesize that the poly in the custom scapula failed, but obviously won't know for sure until it is revised. We are working with custom team to get replacement poly options, etc.